Manufacturer narrative:
This MDR is result of a retrospective review of complaints. Returned product was not received at senseonics. No further investigation possible on this complaint.

Event description:
On (B)(6) 2019,senseonics was made aware of an incident where the user experienced an early sensor replacement alert resulting in an early sensor removal.